Event description:
It was reported that the patient's right ventricular (rv) lead showed noise on a recent electrogram. The superior vena cava (svc) impedance trend shows an acute rise, and then fluctuations. A lead extraction and replacement was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The defibrillator conductor was fractured. It was noted that the insulation overlay tubing had environmental stress cracking, and the exposed defibrillator superior vena cava (svc) exposed coil was fractured, pulled, stretched and overstressed.

Manufacturer narrative:
Product event summary:we did received performance data was collected from the device and analyzed. There was a patient aler for out of tolerance sub-threshold lead impedance on (B)(6) 2012. The daily pacing lead trend data showed an abrupt increase for superior vena cava (svc) defibrillation from 46 to 178 ohms between (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6945, implantable tachy lead, (B)(6) 1998. (B)(4).